Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep) reporting they called about 10 days ago because the personal therapy manager (ptm) was not working, so the representative helped them clear the data and it worked better for a couple days, but now it would not connect to the pump at all. The patient rep said they had been trying for 3 days and the screen would just spin. Agent walked caller through resetting the communicator and restarting the handset. The patient rep confirmed location was on, and they were able to successfully connect and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a friend/family member (caller) regarding a patient who was receiving marcaine, fentanyl, and clonidine via an implantable pump for non-malignant pain indications for use. It was reported that the handset was acting up terrible. The caller stated even if they have it charged to 100% it is taking forever to connect to the pump and wanting them to resync it all the time. The caller mentioned it was working where once they synced it they would deliver the bolus right away but now it wants to do a resync every time. The caller stated they missed the old personal therapy manager (ptm) device and the patient was not able to deliver a bolus themselves. The caller mentioned the handset is horrible and they have been having this issue for about a week now. The agent on the call walked the caller through clearing the data on the handset. The caller was able to successfully connect and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. The caller mentioned the patient normally gets 3 or 4 boluses a day but sometimes they forget. The agent asked the caller how many boluses are prescribed to the patient, and the caller stated they delivered 1 to the patient today and there are 5 left.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software, software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.